Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, following placement of an impella cp repositioning sheath, hemostasis could not be achieved due to the patient's body habitus. Attempts to tighten the previously placed perclose sutures were unsuccessful and a hematoma developed at the site. The pump was removed in response to the condition and a 14 french cook sheath was placed to achieve hemostasis. Against advisement, the physician re-inserted the pump through the newly placed sheath for patient support. The patients outcome is stable.

Manufacturer narrative:
The root cause of the access site bleeding issue was most likely use related, 14fr cook sheath was placed to achieve hemostasis., the md re-inserted the pump through the newly placed sheath for patient support successfully.